Event description:
During the angiography in cath lab monitor was suddenly get off and not working after that. Other option during angiography procedure as there was no other monitor so patient went into critical stage, patient was transferred to another hospital and the patient was covered in the treatment panel.